Event description:
Spacelabs received a report that the alarm generated by a central monitor during an asystole condition was not heard due to a low volume setting. The clinical staff has alleged that the patient is brain damaged and is in a coma at present.

Manufacturer narrative:
Testing carried out by a spacelab's field service engineer (fse) at the customer's site confirmed that the model 91387 central monitor was operating to specifications. The investigation revealed that the alarm volume was set very low. This was allowed because the monitor's minimum vol was set to off. Spacelabs suggested to set the minimum vol to on so that the minimum alarm volume is locked and cannot be further reduced. The customer has been made aware of this. This report is considered final and the issue is closed.